Event description:
Additional information received, identified the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Reportedly effective therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient failed to charge the device as recommended. In turn, the ipg failed to establish communication with external devices. The ipg was deemed inoperable. Surgical intervention may occur later to address the issue.